Event description:
Reporter indicated that vns pt had passed away. Exact cause of death is unk at this time. There is no evidence at this time the ncp system caused or contributed to the reported event. No autopsy was performed.